Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead this issue would be investigated through database application logs. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. The reported issue stated that hcps were unable to view trend data under the patient profile progress tab in carelink premium. Upon investigation, it was observed that the patient profile contains the latest uploads for july and august; however, no data initially appeared in the progress report. Further analysis confirmed that the clinic has been converted to a premium clinic, as the progress chart functionality is supported only for premium clinics. The development team validated that the progress tab is now correctly displaying the patient's statistics. Additionally, priming for this clinic had been completed at that time, and the patient's progress chart under the patient profile was successfully verified. This confirms that the progress tab is functioning as expected for the patient profile. Issue not confirmed. We are proceeding to close the ticket if customer still face issue we request helpline to reopen ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on receives error when attempting to generate carelink report, carelink report is not displayed as expected, or possible issue with data in carelink report, i.e. Missing, inaccurate. The customer reported no adverse event. The event involved product(s) mmt-7350. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-7350.